Event description:
I have mcghan textured saline model 168. I have had a total of 6 implants since 1994. All 6 implants have been the mcghan textured saline model 168. A total of 4 complete ruptures. I have the model and serial numbers for all 6 implants, 4 of them ruptured. I put the serial numbers of the ones I currently still have in my body. They all 6 have been mcghan textured saline model 168. Contact me if you need all 6 serial numbers. I need to get my records to give accurate lab test results (units and ranges). Hashimotos thyroiditis, hyperthyroidism, hypothyroidism, hormone deficiency due to hysterectomy, breast pain and tenderness, breast implant has shifted, reoccurring thrust, 3/4 of my hair has fallen out, good intolerance, light sensitivity, meningitis, high blood pressure, chronic migraines, chest discomfort, rashes, constant nausea, vomiting, ibs, colitis, a fistula, numbness / tingling, joint pain, severe muscle weakness, vitamin deficiency, heart palpitations, hair loss, depression, chronic debilitating fatigue syndrome, anxiety, vision problems, panic disorder, ebv, chronic insomnia, reoccurring mono, chronic migraines, severe arthritis c71/t1, severe shoulder pain, dehydration, collapses c5/6, memory loss, brain fog, tinnitus, inflammation, confusion. FDA safety report ID# (B)(4) .